Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was having problems with charging and wanted the pocket be relocated. The patient did well postoperatively.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.